Event description:
It was reported that the patient underwent an unknown spinal procedure. During the procedure, the implant broke during insertion. A new implant was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the submitted pictures (no device was returned) appear to show lower anterior flange broken. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.